Event description:
Additional information received reported the revision was done successfully. "No abnormality" was seen in the existing catheter. A new catheter was placed and therapy was to resume. It was noted the patient had experienced a lack of response to therapy over time. No further information was provided.

Event description:
It was reported the patient was not responding to intrathecal baclofen dose changes or single boluses of 300 or 400 micrograms (mcg). The patient¿s dystonia was not well controlled. It was noted the side port tap had ¿sluggish flow¿ with aspiration and only two milliliters (mls) of cerebrospinal fluid (csf) could be aspirated; however the computerized tomography (CT) myelogram with dye injection showed the catheter was in intact, with no leaks, and was in a good location in the intrathecal space. It was also reported there was ¿likely¿ a catheter issue and it was unknown where the location of the catheter issue was. The patient was scheduled for a catheter revision/exploration on 2015-(B)(6). It was also reported the patient was doing better since the side port and dye injection, but still had significant dystonia. The pump was being used to deliver lioresal. The exact catheter issue, location of the catheter issue, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. (B)(4).